Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm. The ventricular assist device (vad) coordinator had the patient switch to their backup system controller. The exchange was completed with no issues. The patient returned to the clinic where the ebb was exchanged out of the old primary system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not confirmed. Information from the event states the primary system controller was exchanged to the backup system controller to resolve the backup battery fault. The controller exchange occurred without issue. No log files were submitted for review and no product was returned for testing; if the system controller does return the investigation will be reopened. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, there was not enough information provided by the customer (no lot number or serial number) to perform a design history record review. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.